Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the codes in h6 have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). When asked when the patient's ins was explanted, the manufacturer representative (rep) stated the ins was never explanted or replaced; it was still in the patient. The rep stated the patient had a lead revision on (B)(6) 2020; the leads were replaced but the ins remained the same. The rep stated the patient's inability to charge their ins was due to the patient losing their controller, therefore they could not charge their device. To resolve the issue of the lost controller, the rep emailed the office manager at the patient's pain clinic on (B)(6) 2024 and provided the sunmed form to fill out to be faxed in for a controller replacement. As of (B)(6) 2024, the issue was not yet resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that they have not been able to charge their implant for over 2 years. Patient stated that they fell 2 or 3 times and tried to get the implant to charge and it wasn't charging. Patient mentioned that they had to have the implant replaced before. Agent understood that the patient was not sure if the issue was with the implant or the controller. Pt had lost their controller. Pt needed an MRI but can not recharge their implant. [See related information in (B)(4) - falls, lead revision/ replacement].

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.